Manufacturer narrative:
Testing of actual/suspected device: a getinge fse evaluated the unit. After further investigation, the fse confirmed the reported event a leak was found due to broken o-ring. The fse replaced the damaged o-ring to resolve the issue. The unit passed all safety and all functional tests to factory specifications. Device was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was leaking helium. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: (site country),(type of investigation, investigation findings, investigation conclusions).